Event description:
Patient in interventional radiology for a-v fistulogram, balloon angioplasty and attempted coiling of collateral vessels. Indication for the procedure was a poorly maturing a-v fistula. While deploying the coil, it retracted into the outflow vein. Attempts to retrieve it were unsuccessful. The coil flowed to the heart and was seen in the right atrium.